Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer normally is 80-130mg/dl. Back to back blood tests were 249 and 248mg/dl. Last 5 results from memory were 223mg/dl, 230mg/dl, 292mg/dl, 321mg/dl, and 209mg/dl. Based on parkes error grid analysis, the bias between a high result given (249) and the normal result (80) is located in zone c/d. No adverse event reported.